Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump had been rebooting. The pump was unavailable at the time fo the call for review. This complaint is being reported because the reported issue was unable have troubleshooting completed to determine if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.